Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was sticky, and it did not work sometimes. Due to this, a surgical procedure was performed to replace the system. There were no patient complications.